Event description:
Three years ago, the pt experienced shocking sensation from his deep brain stimulators. The devices were replaced. The pt experienced good therapeutic effect with the new device system. The new devices ameliorated significant pt difficulties.